Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was 402 mg/dl. Current blood glucose reported at the time of call was 266 mg/dl. Customer treated high blood glucose level with manual injection. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was activated at the time of high blood glucose event. Customer was assisted with troubleshooting. Customer reported change sensor alert and sensor updating. The insulin pump not be returned for analysis. Frn-mmt-unk-rsvr, unomed set.